Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an unresponsive touch screen and was unable to bypass the unlock screen. There was no impact to customer's blood glucose level. During troubleshooting with tandem technical support the touchscreen did not function as intended. It was indicated that the customer would continue to use the pump for insulin therapy. Additionally, the customer had manual injections if necessary.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.